Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as high blood glucose level. The customer¿s low blood glucose level was 45 mg/dl and the did not mention how they treated it and the high blood glucose level was 400 mg/dl and 470 mg/dl and treated with the insulin pump. The customer did not mention any symptom related to low and high blood glucose level. The customer also reported that the insulin pump had insulin flow block alarm. The customer reported that they had not tried all different lengths. The customer confirmed that insulin was not being reused or mixed, or was expired or denatured. The customer reported that the sites were rotated and inserted into sufficient subcutaneous tissue. Customer stated the tubing was not bent or kinked. Customer stated they had tried all remedies. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected insulin flow blocked alarm noted during testing. (B)(4).